Event description:
It was reported that the device would not turn on using ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to the power pcb assembly being out of calibration. After recalibrating the power pcb assembly, proper operation was confirmed and the device was returned to the customer.